Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 184766, series a pat std 34 3 peg, lot # 252410, catalog #: 141316, biomet finned pri stem 80x10mm, lot # 377130, catalog #: 183110, van ps open intl fem-rt 67.5, lot # j6013232, catalog #: 183760, vngd ps+ tib brg 10x79/83mm, lot # 211900. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure on approximately four months ago. Subsequently, the patient was revised due to disengagement of articular surface locking bar about three months later.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays showed displacement of the tibial locking bar of the right knee. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined however it was noted that during revision surgery a screw was drilled into the poly to buttress the locking bar which is off label use of these products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.